Event description:
The customer reported that the unit went vent inop while in use on patient with no alarms. There was no patient harm reported. Device diagnostic history review noted a vent inop data acquisition pcba adc failure. The unit is still pending repair.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service technician was unable to duplicate the reported problem. The service technician confirmed the alarm sounded after power on. The service technician replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable as a precaution for the reported problem. Final checkout was performed with no reported recurrence.